Event description:
Radiant warmer bed malfunctioned. Smoking from rear outlet area. Moved to different bed when noticed. Temperature within normal limits. Biomed replaced power outlet and cord: air shields had voluntarily recalled this part, however, the hosp never received the recall.